Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available for evaluation; however, five companion samples were received. Visual inspection of the devices did not reveal any abnormalities that could have contributed to the reported condition. Functional flow testing, clear passage testing, and pressure testing were performed on all of the companion samples. All of the samples passed each of the tests and were found to be within specification. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse was unable to flush saline solution or draw blood with a one-link connector. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.